Event description:
While introducing and advancing the delivery sheath and dilator of the 8f amplatzer torqvue 45 delivery system through a vein, a 2-3 cm portion of the dilatator tip broke off. The delivery sheath and dilator were removed from the patient. The broken piece was snared out from the femoral vein in its entirety. Another 8f amplatzer torqvue 45 delivery system was used to complete the procedure. No patient consequences were reported. The hospital discarded the device and it will not return for investigation.

Manufacturer narrative:
An event of "a 2-3cm portion of the dilatator tip broke off" was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, seven photos were received from the field. Based solely on the aforementioned photos, the foreign material appeared to be exiting the distal tip of the delivery system under fluoroscopy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage remains unknown.

Event description:
While introducing and advancing the delivery sheath and dilator of the 8f amplatzer torqvue 45 delivery system through a vein, a 2-3cm portion of the dilator tip broke off. The delivery sheath and dilator were removed from the patient. The broken piece was snared out from the femoral vein in its entirety. Another 8f amplatzer torqvue 45 delivery system was used to complete the procedure. No patient consequences were reported. The young patient's vessels were reported not to be calcified or have torturous anatomy. The hospital discarded the device and it was not returned for investigation.